Manufacturer narrative:
The root cause was identified as a random failure to dispense r2 (second) reagent. The field service engineer (fse) replaced the reagent 2 dispense probe. The reagent involved in this event was not a beckman product and was poured into empty bottles. The failure to dispense may also have be related to bottle size and filling. Additionally, the laboratory technician failed to act upon instrument generated flags providing notification of low hdl results, and hence results were released from the laboratory. After instrument service was performed the problem did not recur.

Event description:
The customer reported that on (B)(6) 3011 erroneous low high-density lipoprotein cholesterol (hdl) results were generated from an olympus au5400 clinical chemistry analyzer. The erroneous results were flagged with a system flag of gk (lower than reportable range, lower than labs range). The erroneous results were reported outside the laboratory, however, there have been no reports of deaths, serious injuries or modifications to patients' treatment associated with this event. Upon test repeat, the hdl repeat results were higher and considered valid. Amended reports were issued. Approximately 10 other hdl results were below normal reference range, however, were not reported outside the laboratory. The hdl reagent involved in this event was not a beckman coulter inc. Product. The reagent was manually poured into r1 & r2 reagent bottles. An instrument generated reagent short alarm flagged that the hdl r2 bottle in position 3 was empty but there was reagent present in the bottle. The hdl method was in control before and after the event.